Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
The patient was revised on (B)(6) 2021, approximately 5 weeks after the primary surgery on (B)(6) 2021 due to infection. The humeral cup (36/6), centered glenoid baseplate, centrak screw, two locking screw, humeral cup (36/6) and stem 36/14 was explanted. A new humeral cup (36/9) was implanted.